Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. The weight of the pt is unk. According to the complainant, during the procedure, the account found that the scalpel was very dull and they almost could not do the cut. Post procedure, it was difficult to retract the blade. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be normal.